Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and beep anomaly on the insulin pump. Customer¿s blood glucose level was 250 mg/dl. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer advised the insulin pump beeped multiple times and they had went into the swimming pool while wearing the device. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage to the motor and electronic assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test and self test due to unresponsive blank screen.